Event description:
A prolieve thermodilitation was used during a benign prostatic hyperplasia (bph) procedure in 2008. According to the complainant, approx thirty minutes into the procedure, the prostatic balloon leaked. The case was not completed due to the event. No pt complications were reported as a result of this event. The pt's condition was reported as "fine".

Manufacturer narrative:
The device has been received, but an eval has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A product eval is pending; results will be provided in a follow-up medwatch report.